Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pacemaker exhibited high right ventricular (rv) pacing impedance measurements and high pacing threshold measurements which had been steadily rising. The most recent pacing impedance measurement was approximately 1880 ohms. A surgical revision was performed and the rv lead was surgically abandoned and was replaced. No additional adverse patient effects were reported. The device remains in service.